Manufacturer narrative:
On 10/16/2023: sciton clinical asked following questions to clinic rn : please provide the serial number. Was this halo treatment provided on the same day of the face lift surgery? Also - was the copd and collapsed lung immediately after the surgery? May we send the photos to one of our kol physicians for assistance? 10/16/2023: clinic rn replied to sciton clinical: serial number # (B)(6). It was done immediately after facelift - while patient was still under ga. She has history of copd and collapsed lung - did not happen post op. Yes can send pic to you kol. 10/16/2023: sciton clinical forwarded the pictures to a luminary physician for advice. The physician advised - "looks like had simultaneous facelift and cooked the flap. Let it heal. Hyperbaric may help. When healed we can fix with some bbl and profractional." 10/17/2023 sciton clinical emailed clinic asking following questions: when was the combination facelift/halo procedure performed? When were the photos taken? (You said two weeks after - just trying to establish the date). What treatment or cream/ prescription creams have been used up to today? How is the patient doing now? 10/17/2023: clinic rn replied to sciton clinical: correct ! I work with dr (B)(6). Surgery was (B)(6) 2023. Photos were taken 2.5 weeks ago. Currently on ssd cream , doxycycline rx . She is ok but very anxious. 10/17/2023: clinic rn later corrected that the pictures were taken on oct 16 (12 days post operation). 11/02/2023: sciton regulatory called field service engineer who performed the preventive maintenance on the system on 10/27/2023 to inquire about the condition of the laser head related to halo treatment. The fse report dated 10/27/2023 shows that both 2940 nm and 1470 nm laser heads outputs were within specifications.

Event description:
An adverse event reported for a patient who had face and neck lift procedure with halo application while the patient was under general anesthesia.